Event description:
The pt's mother reported that the "down" and "ok" buttons have to be pressed multiple times to elicit a response from the keypad. The reporter denies damage to the keypad or exposure to moisture and cleaning products. All of the buttons bounce and spring back normally.

Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusions can be made at this time.